Manufacturer narrative:
H3: product analysis #(B)(4): product:mceq2304, s/n:(B)(6). Analysis confirmed that no abnormalities were found as a result of the inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care provider via a manufacturer representative regarding a device used for spinal therapy. It was reported that during the procedure, there was an instance where the a sound indicating power being supplied did not occur in trigger emg. The sequence was set (intervals of 10 seconds) in abr, but the test did not resume even when the count became "zero". There was no patient involved in this event. There were no further complications reported regarding the event. Additional information received that even at the timing when the measured current value changed from ¿zero¿ to the actual value, there was no sound (response). The function that felt abnormal was not an essential one, but rather a ¿convenient feature,¿ so the examination could be conducted without any issues even without this function.

Manufacturer narrative:
G4: this product is not marketed in us but similar product is a configuration of us marketed products eclc controller eclc eclipse, eex901 stimulator eex901 extender, daq916 preamplifier daq916 digital opm660 module opm660 patient rohs. Similar device with product number eex901 with 510(k)# k06163 is marketed in us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.